Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient experienced cloudy effluent as a result of the peritonitis. The patient was hospitalized for the event and treated with unspecified antibiotics. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. No additional information is available.